Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve is contaminated and the 4 way valve has sieve bed material with in. No other information provided.